Event description:
An equivocal advia centaur xp hcv result was obtained by the customer on a patient sample and remained equivocal when repeat testing was performed. The patient sample was sent out to an alternate laboratory and run on a advia centaur system and the result was non reactive. The customer also observed a previous patient result that was reported as equivocal and when repeated at an alternate laboratory, the result was non reactive. There was no known report of adverse health consequences due to the equivocal advia centaur xp hcv results.

Manufacturer narrative:
Internal studies confirmed that this increased (B)(6) rate is within the overall negative percent agreement as stated in the performance characteristics section of the instructions for use, distributed in the u.s : (B)(4). The IFU states in the interpretation of results section: "samples with a calculated value greater than or equal to 1.00 index value are considered reactive for igg antibodies to (B)(6). It is recommended that the sample be repeated in duplicate. If 2 of the 3 sample results are less than 0.80 index value, the sample is considered nonreactive. If 2 of the 3 sample results are greater than or equal to 1.00 index value, the sample is considered reactive and supplemental testing of the sample is recommended. If 2 of the 3 sample results are greater than or equal to 0.80 index value and less than 1.00 index value, supplemental testing of the sample is recommended."